Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the pacemaker failed to interrogate with radio frequency (rf) telemetry. Programming changes were performed. The patient was stable.